Event description:
It was reported that post a percutaneous coronary intervention procedure, sub-endocardial myocardial infarction occurred. In (B)(6) 2010, the subject presented with non-q wave myocardial infarction (mi) and cardiac catheterization was recommended. The 70% stenosed target lesion was located in the mid right coronary artery with lesion length of 10mm long and a reference vessel diameter of 4.0mm. A 4.00mm x 16mm taxus liberté coronary drug-eluting stent was advanced and placed. After post dilatation, residual stenosis was 10%. After 1 day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, it was the last dose of study medication per protocol. In (B)(6) 2012, the patient presented with a one week history of fever, dyspnea, and chest congestion with productive cough. Chest x-ray in emergency room revealed right lung infiltrate. The subject was diagnosed with sepsis secondary to community acquired pneumonia and acute hypoxic failure. At the time of the event, the subject was taking aspirin only. Cardiac enzymes were noted to be elevated, consistent with protocol definition of mi. The subject had no ischemic symptoms and no ECG changes. During the course of the events, the subject was treated with oxygen, antibiotics, and potassium supplements. In (B)(6) 2012, the event was considered resolved without residual effects and the subject was discharged on aspirin.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).